Event description:
It was reported that shaft break occurred. A 2.25 x 12 synergy ii drug eluting coronary stent system was advanced to the lesion. The synergy stent failed to cross the lesion. It was observed that the shaft broke. The synergy stent was removed. And removed. The procedure was completed with another device. There were no further complications reported.